Event description:
Covidien regional office reports, customer indicates during angiographic procedure, when injection started, the connected line, came off quite suddenly. No reported injury.

Manufacturer narrative:
Pending product return from (B)(6) and investigation. Upon receipt of investigation, a medwatch 3500a supplemental report will be submitted.